Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) due to a micro-dislodgement. The physician opted to reposition this lead. No additional adverse patient effects were reported. This lead remains in service.